Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery out limit alarm and unexpected restart alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin pump might have gotten exposed to moisture. The customer was unable to troubleshoot due to unresponsive buttons. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all the functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the unexpected restart or battery out limit alarms due to the buttons not responding. No moisture damage was noted on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator motor or battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.